Event description:
Following a ventricular tachycardia (vt) ablation procedure, a pericardial effusion occurred. At a controlled echocardiology post ablation, a mild pericardial effusion was noted with no patient symptoms. A drain was placed and the effusion was resolved. There were no performance issues with any abbott devices. Following the ablation procedure, the patient was in stable condition. It was noted that the average burn time was 15-20 seconds. The act during procedure was minimum 321 seconds and maximum 389 seconds.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.